Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer found the plunger/solenoid had a sticky residue and lubricated it to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
An engineering investigation was performed to identify the root cause of the reported issue. The investigation determined the solenoid did not have adequate lubrication which led to the reported problem. Philips is working with the supplier to ensure proper controls on the amount of lubricant applied prior to shipment to philips.